Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips reporting that the customer wants a quote for a processor pca. There was no patient or user involvement.